Manufacturer narrative:
The device was returned to olympus for evaluation. In addition to the reported failure the following findings were discovered; the bending section cover adhesive had a crack, the insertion tube had a crease, the scope cover had deformation, the control unit was corroded due to water leakage, the grip section was corroded due to water leakage, the electrical connector was corroded due to water leakage, the up/down knob tension was out of specification due to the worn angle-wire, the switch one did not work due to breakage, the charged coupled device lens had a scratch, the image is partially dark due to the scratch on the charged coupled device lens, the distal end insulation resistance value was out of specification due to a cut on the bending section cover, the bending section was damaged, the scope cover was corroded due to water leakage, the scope connector was corroded due to water leakage, the angulation was out of specification in the down direction due to the worn angle-wire, waterproof failure due to deformation of the elevator channel plug, the switch two did not work due to breakage, the switch three did not work due to breakage, and the universal cord was crushed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the duodenovideoscope bending sheath cover was torn and metal was protruding. The issue occurred during receipt inspection. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to physical stress by hitting/dropping the distal end, chemical stress by chemical solutions, et cetera. As a result, humidity invaded the light guide (lg)-lens which led to corrosion. The suggested event is detectable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in evis lucera jf/tjf type 260v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.